Event description:
Four tibial poly impactor tips were received following a reusable instrument tray rework. The impactor tips had broken at the point where the tips connect to the impactor handle.

Manufacturer narrative:
Four tibial poly impactor tips were received following a reusable instrument tray rework. The impactor tips had broken at the point where the tips connect to the impactor handle. Review of the inspection records for the affected lots of material indicate that the devices were manufactured to specification.